Event description:
The pt developed generalized facial edema after treatment with zyplast. The edema has persisted for four years. The pt has been on oral medrol dose pak once or twice a month for four years to treat the edema. The reporter is not the original treating physician and does not have treatment info for this case. Symptom duration has exceeded two years. Pursuant to an agreement between FDA and collagen corp any symptoms thought to be related to hypersensitivity to bovine collagen that last longer than two years would be reported as a permanent injury.